Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Nurse on med surg unit went to remove quad lumen at end of therapy and noticed the catheter almost completely out of the patient. No visual damage to the catheter, hub or second site was noted. Both the hub and second sit were sutured down and used according to IFU. No disruption in therapy was noted. Possible catheter was manipulated by patient.

Manufacturer narrative:
(B)(4).

Event description:
Nurse on med surg unit went to remove quad lumen at end of therapy and noticed the catheter almost completely out of the patient. No visual damage to the catheter, hub or second site was noted. Both the hub and second sit were sutured down and used according to IFU. No disruption in therapy was noted. Possible catheter was manipulated by patient.